Manufacturer narrative:
Testing and investigation found that the touchscreen was not responsive when pressed. Further testing found dry contamination on the touchscreen connectors. The probable cause of the touchscreen not responsive was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen does not respond when pressed. The device was returned to the biomedical department from the repair shop with a report of a puncture to the touchscreen and that the touchscreen did not respond when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info provided.